Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 230 mg/dl. The user alleged the insulin pump was under delivering insulin due to been giving bolus and sugars are not coming down. Customer had issues with infusion set, sugars had been going up they took a bolus and sugars are not going down after taking a bolus. No harm requiring medical intervention was reported. Customer declined to continue insulin pump troubleshooting. The cannula tip looks bent. The insulin pump will not be returned for analysis.